Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 1256984 for difficult/unable to operate (not drawing). This is the 1st related complaint for difficult/unable to operate (not drawing) on lot # 1256984. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that during uses of the bd ultra-fine¿ ii 3/10ml insulin syringe the rod inside the syringe was separated. The following information was provided by the initial reporter translated from japanese: the drug solution was not aspirated. Water, which was used as a trial, was not aspirated either. While I repeated the operation, the rod inside the syringe was separated (no information on the site of separation is unknown).